Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device stopped working during testing and the control bar was loose. The motor, lever, swivel, and various other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit was in need of an unknown repair. There was no patient harm or delay reported. During device evaluation, the device stopped working. Due diligence is complete, and no further information is available.